Event description:
It was reported that the ventilator went inop without an audible alarm while connected to a patient. No patient harm reported. According to the therapist, the ventilator seemed to be functioning well ten minutes prior to the reported event. The patient is stable on another ventilator with no patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. For bench testing, the ventilator was unable to power on. Internal inspection of the ventilator revealed component c19 of the power board had malfunctioned. A review of the event trace revealed multiple ¿ln vent1¿ alarm conditions ranging from (B)(4) 2014 to (B)(4) 2015. All other event trace entries are consistent with normal ventilator operation. The power board was replaced to correct the reported problem.